Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hospital reported that while unpacking in preparation for an endoscopic vein harvesting procedure, the tip of the hemopro jaw boot was broken in the package (out-of-box). The operating room staff had not tried to push it through the cannula yet. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.